Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to insert into the anatomy (resistance advancing the device) could not be replicated in a testing environment as it was based on operational circumstances. The bent sheath and separated guide were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that proglide suture placement in the femoral vein was attempted, using the preclose technique, prior to a mitraclip procedure. Reportedly, the first proglide suture was successfully pre-placed. With the second proglide, the device advanced over the wire without issue; however, during insertion into the vein, resistance was met and a clicking sound was heard. The proglide stuck in the vein. During attempted removal, the black portion of the guide separated from the metal guide tube. The distal end of the guide went into the vein and was retrieved via a cut down. The procedure was completed and the access site was closed with simple surgical closure. There was no reported clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.